Manufacturer narrative:
The results of this investigation are inconclusive because the product remains implanted. The cause of the headaches could not be determined based on the information received.

Event description:
The following information is from an article published in catheterization and cardiovascular interventions; transcatheter atrial septal defect closure with the amplatzer septal occluder: five year follow-up. Patient presented three weeks after implant of an amplatzer septal occluder with new onset headache, numbness of the left hand, and blurred vision. Neurological examination was normal, and transthoracic echocardiography showed no residual asd or thrombi. The patient was heparinized and subsequently prescribed warfarin for three months. She continues to have intermittent headaches, preceded by some blurring of vision consistent with migraine. She still also has intermittent headaches every 2-3 months, which are responsive to migraine therapy.